Manufacturer narrative:
No devices were returned to olympus for eval in association with this report. An olympus endoscope specialist (ess) visited the user facility, and reviewed appropriate endoscope reprocessing methods with facility personnel. The ess has also provided users with educational materials regarding appropriate reprocessing. Based upon the info provided, the user facility personnel did not reprocess the device in accordance with the recommended reprocessing instructions. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility personnel was reportedly not flushing the auxiliary water channels of the colonoscopes at their facility for an unspecified period of time. The auxiliary water channel was reportedly being connected to the appropriate adapter in the facility's automatic endoscope reprocessor (aer) when the device was placed in the aer. There were no reports of injuries associated with the report.